Manufacturer narrative:
The patient's attorney alleges that several years post implant the patient was treated for a hernia recurrence. No medical records have been provided and with the limited information available at this time, an assessment cannot be made in regards to the allegations made by the patient's attorney. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided, a supplemental MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the manufacturing date, expiry date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year 11 months post implant of two perfix plugs (device #1 and #2) and bard flat mesh (device #3), patient was diagnosed with abdominal pain, nerve damage, adhesions and underwent explant of all three meshes. The instructions-for-use supplied with the device list adhesions as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, e3, g1, g3, g6, h2, h6, h10, h11. Corrected fields: h4 (manufacturing date) and d4 (expiry date, UDI no.) This supplemental emdr represents the perfix plug (device #1). Additional emdr's were submitted to represent the perfix plug (device #2) and bard flat mesh (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following is alleged by the patient's attorney: (B)(6) 2009 - the patient underwent surgery to repair a left inguinal hernia. As reported, a bard/davol perfix plug was implanted to repair the hernia defect. (B)(6) 2011- the patient underwent an additional surgery to remove the perfix plug and repair a recurrent hernia. It is alleged by the patient's attorney that, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with left inguinal hernia thereby underwent open repair with two perfix plugs (device #1 & device #2) and a marlex mesh (bard flat mesh) (device #3). Per the operative notes, "a small indirect hernia sac was reduced and repaired with small perfix plug (device #1). A large hernia defect was reduced and repaired with a large perfix plug (device #2). A reinforcing onlay marlex patch (bard flat mesh) (device #3) was placed over the entirety of the inguinal floor and sutured." (B)(6) 2011 - patient was diagnosed with left inguinal pain and probable nerve entrapment thereby underwent exploration of the left groin, neurolysis, repair of resultant left inguinal hernia along with explant of previous meshes and right colectomy. Per the operative notes, "the screen material densely adherent to the underlying fascia. The screen (marlex mesh (bard flat mesh)) was then carefully dissected (device #3). Two nerves were identified, one of which was directly adherent to the screen on the posterior aspect and were divided. Two perfix plugs (device #1 & #2), a smaller one laterally and a larger one in the floor of the canal were dissected free and was only adherent to the inferior epigastric vein. The mesh was removed completely. This left a moderate-sized direct defect. A sheet of synthetic mesh was placed and sutured." Attorney alleges that the patient had adhesions, nerve damage, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
The patient's attorney alleges that several years post implant the patient was treated for a hernia recurrence. No medical records have been provided and with the limited information available at this time, an assessment cannot be made in regards to the allegations made by the patient's attorney. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided, a supplemental MDR will be submitted. Not returned

Event description:
The following is alleged by the patient's attorney: on (B)(6) 2009 - the patient underwent surgery to repair a left inguinal hernia. As reported, a bard/davol perfix plug was implanted to repair the hernia defect. On (B)(6) 2011- the patient underwent an additional surgery to remove the perfix plug and repair a recurrent hernia. It is alleged by the patient's attorney that, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain.